Event description:
It was reported that four (4) syringe inlets had particulate matter; three (3) had dark spots on the white connector and one (1) had a fiber on the white connector. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: four (4) actual devices and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that there were small spots of particles observed in the sealed packaging. The actual samples were visually inspected, and it was noted that sample #1 had tiny black spot on white connector, sample #2 had dark fibers on white connector, sample #3 had dark spot on white connector and sample #4 had dark spot and fiber on white connector. The reported condition was verified. The cause of the condition was unable to be determined; however, it was most likely due to supplier related to the manufacturing or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.